Event description:
It was reported that "we had an incident with one of the balloon pumps today during a primary and resulted with us having to transfer balloon pumps. The pump has been left on charge but does not seem to hold any charge when disconnected from the mains and then the screen and pump cut out without alarming." No report of patient harm or injury. The patient status before and after the event is reported as "critical".

Manufacturer narrative:
(B)(4). The reported complaint of the pump not holding a charge is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "we had an incident with one of the balloon pumps today during a primary and resulted with us having to transfer balloon pumps. The pump has been left on charge but does not seem to hold any charge when disconnected from the mains and then the screen and pump cut out without alarming." No report of patient harm or injury. The patient status before and after the event is reported as "critical".